Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in a mildly calcified and moderately tortuous left circumflex artery with <= 45 degree angle. The lesion was predilated with an unspecified balloon catheter. A 16 x 3.00mm taxus¿ liberté¿ stent delivery system was selected to treat the lesion. During introduction, the device dislodged in the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the stent delivery system (sds). The stent was not returned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in a mildly calcified and moderately tortuous left circumflex artery with <= 45 degree angle. The lesion was predilated with an unspecified balloon catheter. A 16 x 3.00mm taxus liberté stent delivery system was selected to treat the lesion. During introduction, the device dislodged in the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).